Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an zct300u195 intraocular lens, there were complications due to the anatomy of the patient's eye. The lens was removed with a lens cutter and a vitrectomy was performed. Subsequently a sulcus lens was placed in the eye. The patient has recovered.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis toric acrylic 1-piece intraocular lens because of the type of haptics and the presence of marking holes. The lens was returned with dust particles whereby some surface residuals and stain were present. The lens condition is consistent with a lens that was explanted from the patient's eye. The manufacturing record review was performed and there were no process and / or material changes within the production order. There were no non conformances with respect to the sterilization process. The results of the optical measurement performed at final inspection were reviewed to confirm the lens was manufactured according to specification. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power. Based on the manufacturing record review the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.